Event description:
Anesthesia placed this 14g needle during surgery. When the patient arrived on her floor she was complaining of discomfort in her arm. The nurse removed the catheter from the left antecubital vein, and she noticed that the catheter was not intact and a portion of the catheter remained in the patient. The remaining portion of the catheter was removed during a bedside procedure.====================== manufacturer response for IV catheter / anesthesia, 14g 2 inch IV catheter - pur======================the representative will come to the hospital next week to retrieve the catheter.